Event description:
It was reported that during a acl reconstruction surgery, the screw broke. The broken pieces were removed from the patient. A same model backup device was used to complete the surgery with no significant delay or patient injuries.

Manufacturer narrative:
One sterile 7207686 7x205mm biorci-ha screw returned. The complaint stated: "during a acl reconstruction surgery, the screw broke." Dimensional inspection verifies that this is a 9x25mm product. The date of occurrence is listed as( B)(6) 2018. The expiration date on the product carton and foil pouch labels indicate (B)(4) 2018. This would calculate that the product had expired nearly three months prior to the procedure. The screw was returned quite bio tainted but otherwise in reasonably good condition. The product returned shows no signs of breakage or fracture. The screw is whole. There is no stripping of the head. The stated allegation does not appear to be aligned with the physical return. No root cause related to the manufacturing of this device was confirmed.